Event description:
The coil was uneventfully delivered to the target aneurysm and deployed in the intended position. The physician attempted to detach the coil; however, the coil failed to detach. The physician slightly moved the coil and the coil broke off the delivery wire at the detachment junction. The coil remained inside the aneurysm in the proper position and there was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The delivery wire was returned. The coil was separated from the delivery wire and remained implanted. Visual and microscopic inspection of the returned device found that the proximal contact was separated. The delivery wire had multiple kinks. The observed delivery wire kinks and proximal contact separation is related to handling of the device during the procedure. The coil was broke off the delivery wire at the main junction and there was no evidence of electrolysis on the detachment zone. The event description stated that the device was manually manipulated within the aneurysm. It is likely that the detachment zone had partially dissolved by electrolysis from the initial detachment attempt and that this weakened detachment zone leading to a break when the device was manipulated. Based on the information provided and the investigation results it was most likely that the reported event related to some procedural factors limiting the performance of the device.

Manufacturer narrative:
The device remained implanted.

Event description:
The coil was uneventfully delivered to the target aneurysm and deployed in the intended position. The physician attempted to detach the coil; however, the coil failed to detach. The physician slightly moved the coil and the coil broke off the delivery wire at the detachment junction. The coil remained inside the aneurysm in the proper position and there was no clinical consequence to the patient.